Event description:
It was reported that an asymptomatic patient was presented for a routine follow-up. Stored electrograms revealed intermittent ventricular undersensing on the patient's implantable cardiac monitor. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.